Manufacturer narrative:
In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Manufacturer narrative:
It was reported that a patient underwent a right achilles tendon repair procedure on (B)(6) 2011 and suture was used. In (B)(6) 2012, an MRI showed an inflammatory reaction around the suture. Additional information was not provided. (B)(4).

Event description:
It was reported that a patient underwent a right achilles tendon repair procedure on (B)(6) 2011 and suture was used. In (B)(6) 2012, the patient experienced a partial tear of the repaired tendon. The patient was planning to go for a second opinion.